Event description:
On 2/04/87 an ipp device was implanted. On 2/14/92 the cylinders of the ipp device were removed from the pt and a dynaflex device implanted. The pump and reservoir were left in place and tied off. On 3/07/97 the non-functioning pump and balloon were removed from the pt at this time.